Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid drain solution. The cause of the peritonitis was not reported. It was reported the patient presented to the emergency room and was diagnosed with peritonitis then subsequently admitted to the hospital. Treatment was not reported. It was reported the patient was to be discharged eight days after receipt of this report. Pd therapy was ongoing. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.